Event description:
Lap chole - "product would not release off common bile duct, doctor had to use a second clip and cut the first clip free." Patient status - "no harm."

Manufacturer narrative:
This report is to follow up with maude report# mw5038487. Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
This report is to follow up with maude report# mw5038487. No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.